Manufacturer narrative:
.

Event description:
The customer called the philips response center (rc) to have four devices, including this device, calibrated and requested that 12-lead ECG transmission be verified. The philips field service engineer (fse) later clarified that the customer had said that there had been a 12-lead problem, not a 12-lead transmission issue. No specific 12-lead issue/symptom was provided. There was no patient involvement.